Event description:
A home patient contacted baxter's technical service center for assistance during dwell 3/4 of their automated peritoeal dialysis therapy regarding a system error 2240 alarm. Per initial report, a solution bag became disconnected from a supply line of the home choice set. No patient injury or medical intervention was indicated at the time of the initial report.